Event description:
The customer observed falsely depressed alinity c calcium results generated on the alinity c processing module for one patient. The following data was provided (mg/dl): sid (B)(6) initial result 12.8, rerun on same instrument 13.8 and 14. (Lab reference range for patient 8-10.5). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Manufacturer narrative:
The field service representative (fsr) resolved the issue by aligning the mixers, and replacing the tbg assy, needle valve to sample wash nozzles and tbg assy, lcw drain 1 as they were contaminated and clogged. No additional discrepant result issues have been reported since the service activity was completed. The tbg assy, needle valve to sample wash nozzles and tbg assy, lcw drain 1 were determined to be the causes of the result issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. Trending review did not identify any trends. Additionally, labeling was reviewed and adequately addressed the issue under review. Based on the investigation, no deficiency was identified.